Event description:
Balloon rupture during use.

Manufacturer narrative:
The device balloon was visually inspected under 10x magnification and it is confirmed that the balloon has burst. The edges of the burst are ragged and there is significant wall thinning in the area that burst. Visually there are no other defects. Water was introduced through all of the device lumens and the water only flows from the pressure lumen. The infusion and balloon lumens are clogged with dried blood and fluids.visually the device markings are coming off. The steerable tip still steers. There are no other defects detected with this device. These devices are visually and functionally tested 100% prior to packaging.

Event description:
An endeavor sprint rx drug-eluting coronary stent delivery system length 24mm, diameter 2.5mm was used to treat a lesion in a pt's distal circumflex. It was reported that the physician was unable to deliver the stent to the lesion and that the stent dislodged during the procedure. It was reported that the pt has expired. Neither the cd of procedural images nor the stent delivery system was returned to medtronic for eval.